Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and a hemostatic valve leak issue was observed. During the procedure, blood leakage was found in the hemostasis valve. Blood leak of approximately 1 ml. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s heart. Blood return was observed of approximately 1 ml.

Manufacturer narrative:
The picture evaluation details. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a leakage was observed on the hub section; however, the hemostatic valve position cannot be observed; also, no damages were observed on the hub or the brim cap that may indicate the leakage source. The potential cause of the leakage cannot be determined based on the photo provided by the customer. A device history record review was performed for the finished device lot number and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo analysis. Manufacturer¿s reference number: (B)(4).